Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent a right revision on (B)(6) 2012 due to patient allegations of pain, metal poisoning, metallosis, loss of range of motion and bone/tissue destruction. Information received in patient medical records indicates the revision procedure that took place on (B)(6) 2012 was due to pain, instability, inflammatory cystic lesion with fluid, and elevated metal ions. Operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same person (reference 1825034-2012-00491, 00493/00494 &02506 / 002508 & 2013-03868).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6), 2008 and a right total hip arthroplasty on (B)(6), 2008. Subsequently, legal counsel for patient reports patient underwent a right revision on (B)(6), 2012 due to patient allegations of pain, metal poisoning, metallosis, loss of range of motion and bone/tissue destruction. Information received in patient medical records indicates the revision procedure that took place on (B)(6), 2012 was due to pain, instability, inflammatory cystic lesion with fluid, and elevated metal ions. Operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. Patient medical records state the patient is asymptomatic on the left hip and no revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.